Event description:
Reportedly, the ring was explanted at implant due to regurgitation. Per the cer: "that the ring was explanted at implant because of the regurgitation. No further details were provided. The device will be not returned (discarded)." The date of explant is unknown; therefore the aware date is being used as the occurrence date. Information was learned from the implant patient registry.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is inconsistent wall thickness in the area of the burst. These devices are visually and functionally tested 100% prior to packaging. Water was introduced through all of the device lumens and the water flows from where it should with no other defects detected.

Event description:
Balloon rupture during use.